Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no unused spins and no interruption during a spin. The issue arose and was resolved while taking 2d scout images.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system would not expose a patient. The site had added minor wag to the position of the gantry when the exposure would stop. The system spun earlier in the same case. They brought the wag back to zero degrees, but the system would not spin either. Troubleshooting was performed. They started by rebooting the system with the umbilical disconnected. Once the image acquisition system (ias) was in standalone mode, they reconnected the umbilical. The system seemed to be in a functioning state. They took the first ap c-ray. While the image looked good, the mobile viewing station (mvs) showed an error that said that the frame rate was below the recommended level, and instructed to reconnect the umbilical and reboot the mvs. The error was cleared, and an oblique x-ray was taken. This image looked good, and there was no error associated with the transfer from the ias to the mvs. They took several 2d images in attempt to align the gantry with the patient's screws. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.